Event description:
It was reported that a pt was treated for a cervical tumor using posterior fixation from c0-c4. At c0 the rod-plate was fixated with two screws, and c3 and c4 had fixation with two screws. A crosslink was used between c3 and c4. The rods broke just above the crosslink. No pt complications were reported.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.